Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted no abnormalities. Functional testing included loading a test sulu into the returned device. The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
The reporting person said: during the procedure on the digestive system, the stapler has not completed closure between the 2 component parts of the stapler. Not possible stapling and resection. No injury reported. P.s.: due to the weekend this complaint was reported today. Additional information requested via email: please attach the proper source documentation to this ftr file. Explain the incident in greater detail. Did the device partially fire? Was there poor staple formation? Were any staples deployed? Did the device only cut and no staples were deployed? Was the staple line incomplete? If yes, how was the incomplete staple line fixed (over sewed, resected + re-stapled, conversion to open procedure, etc)? If the staple line was over-sewn or tissue was resected, was this done to preclude permanent impairment to a body function or permanent damage to a body structure? Can you confirm that product is available and will be returned for evaluation. What is the UDI of the device? Was any reinforcement material used in conjunction with the stapling device? If yes, what was the brand of the reinforcement material used? What was the item code and lot/serial number of the reinforcement material? What surgical procedure was being performed? What is the patient age, weight, gender, race, ethnicity, or patient identifier (i.e. Initials or ID number, not the full name of the patient)? What is the last known patient status? Was there any unanticipated tissue loss as a result of this problem? Was there any tissue damage as a result of this problem? If yes, describe the damage and provide details on how the damage was treated/corrected. If yes, is the damage permanent/irreversible? Was there blood loss of 500cc or more due to the product problem? If yes, did any additional blood loss resulting from this product problem require a blood transfusion? Was surgical time extended by more than 30 minutes due to the product problem? Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?). Was the device reprocessed or re-sterilized prior to use? Should the customer(s) be notified of product analysis results, if available? (Customer response letter). Are any photos of the device available?